Event description:
It was reported that a part of the catheter peeled off. A renegade hi-flo fathom system was selected for use in the liver. During unpacking, it was noted that a part of it peeled off, not covered by metal coating, which could not be used normally. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a part of the catheter peeled off. A renegade hi-flo fathom system was selected for use in the liver. During unpacking, it was noted that a part of it peeled off, not covered by metal coating, which could not be used normally. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the renegade hi-flo microcatheter was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The device showed stretching 3cm from the hub. There were multiple bends and kinks located on the catheter shaft. No coating issues were noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was not confirmed for coating issues. No other issues were identified during the product analysis.